Event description:
The distributor contacted animas on (B)(6) 2012 and reported that all the keypad buttons were unresponsive. No other information is available at this time. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation follow-up #2 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: testing was unable to duplicate the complaint of an unresponsive keypad. The keypad was undamaged and all keys responsive to user input. Removed the keypad cover to inspect key contacts; no button contact defects or contamination observed. Unrelated to this complaint, the display screen had lines through it, and when replaced with a test screen the display functioned normally. There was a failed display flex.